Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative performed machine calibrations, resolving the reported complaint. The unit was returned to service.

Manufacturer narrative:
As the event occurred on (B)(6) 2013, patient information is no longer available.

Event description:
The hospital reported that the unit was delivering a tidal volume of 470ml for a setting of 200ml. There was no report of patient injury.